Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead had fractured, exhibiting noise and causing inappropriate mode switch. During the ra lead replacement procedure on (B)(6) 2018, the physician decided to also replace the right ventricular lead due to exhibiting noise. The patient was asymptomatic and stable before, during, and after the procedure.